Event description:
Philips received a complaint by the customer on the v60 indicating that the battery would not charge. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the battery would not charge. The unit was unable to be powered on without alternating current (ac) power. The error message was confirmed on the monitor. The remote service engineer (rse) advised the replacement of the battery. Device evaluation and repair are pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the battery would not charge. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the battery would not charge. The unit was unable to be powered on without alternating current (ac) power. The error message was confirmed on the monitor. The remote service engineer (rse) advised the replacement of the battery. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered insert recommended part replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.